Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted and replaced.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an opening on valve bond edge assessed as an unidentified (tear) opening and cracked valve seat diaphragm valve. Additional observations: white particles observed inner the device.